Event description:
I had blood labs drawn, tests were ordered by two different physicians, both of whom requested glucose level. Same date, same blood draw, but each doctor was given a different result, 6 months apart. The difference in glucose level between 88 and 94 is significant, and we don't know which one is correct or if either is correct. Not sure whom to notify. Quest diagnostics.